Event description:
Medtronic received information that prior to use of a gundry silicone rcsp cannula with a manual-inflate cuff, the balloon did not inflate properly when the surgeon attempted to use the cannula. The device was replaced by another medtronic device to complete the procedure. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that a leak was not observed anywhere on the device. There was no damage to the device or balloon. The customer stated that the issue was that the balloon did not inflate all the way. One end of the balloon was inflated ¾ and the other end was inflated ¼. The doctor checked 3 cannulae before inserting into to the patient. Medtronic received additional information that the customer observed the issue when performing the water test. The balloon was inflating ¾ from 1 corner and ¼ from the other corner which normally the inflating should be centrally.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of three gundry silicone rcsp cannulae with a manual-inflate cuff, the balloons did not inflate properly when the surgeon attempted to use the cannulae. The devices were replaced by another medtronic device to complete the procedure. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that a leak was not observed anywhere on the devices. There was no damage to the devices or balloons. The customer stated that the issue was that the balloons did not inflate all the way. One end of the balloons was inflated ¾ and the other end was inflated ¼. The doctor checked 3 cannulae before inserting into to the patient. Medtronic received additional information that the customer observed the issue when performing the water test. The balloons were inflating ¾ from 1 corner and ¼ from the other corner which normally the inflating should be centrally.